Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/7 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: outcomes of intracorporeal continuous and paracorporeal pulsatile ventricular assist devices in pediatric patients 10¿30 kg. Asaio journal 2024; 70:616¿620. Doi: 10.1097/mat.0000000000002161. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding outcomes of intracorporeal continuous (ic) devices in pediatric patients. The authors described patient deaths; however, the causes of death were unknown. There were patients who experienced hemolysis, major bleeding, major infections which included mediastinitis, sepsis, localized non-device infections, device-related with the internal pump, or percutaneous site infections, extra-axial, hemorrhagic, and ischemic strokes, renal dysfunction, and right heart failure. It is unknown what types of treatments or interventions were given to the patients. The status of the ventricular assist devices (vads) is unknown. No additional adverse patient effects were reported.